Manufacturer narrative:
The evaluation of heartmate ii lvas confirmed an issue that could have contributed to the report of the pump being unable to maintain the fixed speed. The submitted system controller log files captured several pump stops and low speed advisory/hazard alarms. Low flow hazard alarms and power elevations up to 14.2 w were also observed during the pump stop and low speed events. These events only occurred while the system controller was connected to a power module. Upon evaluation of the returned device, it was observed that the metal braided shield was slightly pulled away from the nipple of the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the black wire adjacent to the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed hazard/advisory events observed in the submitted system controller log file. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months . The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3 years of support, system controller log files reviewed by the manufacturer¿s technical services showed several situations where the device could not maintain fixed speed. Some of the moments were observed during power module support. A pump exchange was performed on (B)(6) 2018. The patient was reportedly doing fine without further issues. No additional information was provided.

Manufacturer narrative:
Patient identifier: correction.